Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported that the aortic (ao) and left ventricle (lv) curves were out of range on the impella cp. After impella was weaned and disconnected, the console (aic) was still alarming retrograde flow. Unable to turn off aic. A hard reset was done. There was no patient harm reported.

Manufacturer narrative:
Based on the clinical data, data and device analysis the root cause of the automated impella controller (aic) shutdown issue was the impellatronic malfunction. The root cause of the ao and lv curves being out of range was most likely due to optical bench malfunction. D4 lot number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26886. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26886 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact facility name and fax number were inadvertently omitted on the initial manufacturer device report number 1220648-2025-26886.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D10 concomitant medical products and therapy dates updated.